Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The unit could not be zeroed at end of the autofill cycle. The fse cleaned all the connectors of the front end and main board connectors but the problem was not solved. On a different visit, the fse cross checked the unit with a new front end board and found that the "pressure cable" was defective and not the front end board. The repairs are ongoing. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) could not be zeroed at the end of the autofill cycle. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the pressure cable was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.